Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress.

Event description:
It was reported that the device was kinked. The device was handled according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop. The mandrel was removed from the device. It is unknown if there was difficulty removing the mandrel and unknown if the balloon sleeve was removed. The target lesion was the anterior tibial artery and the popliteal artery. The rate of stenosis was unknown. Both lesions were cto. An ipsilateral approach was made with a 4.5f parentplus, medikit introducer sheath from the femoral artery. A prominent standard, tokai medical micro catheter and a cruise, st. Jude medical guidewire were advanced and crossed the anterior tibial artery. A 1.5mm shiden, kaneka device was inserted and inflated. The complaint device was removed from its pouch to be used in the procedure however when removed from the pouch a kink was confirmed 2 to 3 cm from the balloon. It is unknown if force was required at any time. The device was not inserted into the patient. Another sleek otw device was then inserted into the patient and delivered to the lesion and inflated n the distal portion of the anterior tibial artery. However the balloon ruptured at 4atm. The device was removed from the patient and another sleek otw device was inserted, delivered and inflated several times in the distal and proximal portion of the lesion and the procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device was kinked. The device was handled according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop. The mandrel was removed from the device. It is unknown if there was difficulty removing the mandrel and unknown if the balloon sleeve was removed. The target lesion was the anterior tibial artery and the popliteal artery. The rate of stenosis was unknown. Both lesions were cto. An ipsilateral approach was made with a 4.5f parentplus, medikit introducer sheath from the femoral artery. A prominent standard, tokai medical micro catheter and a cruise, st. Jude medical guidewire were advanced and crossed the anterior tibial artery. A 1.5mm shiden, kaneka device was inserted and inflated. The complaint device was removed from its pouch to be used in the procedure however when removed from the pouch a kink was confirmed 2 to 3 cm from the balloon. It is unknown if force was required at any time. The device was not inserted into the patient. Another sleek otw device was then inserted into the patient and delivered to the lesion and inflated n the distal portion of the anterior tibial artery. However, the balloon ruptured at 4atm. The device was removed from the patient and another sleek otw device was inserted, delivered and inflated several times in the distal and proximal portion of the lesion and the procedure was completed successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device arrived back with the sleeve still attached on the balloon. No external or internal packing was returned. The hub was printed as expected and no visual defects were observed. There was three kinks noted on the outer. The first kink was noted approx. 10mm from the strain relief, the second kink was noted approx. 45mm from the strain relief and the third severe kink was noted approx. 328mm from the strain relief, just at the start of the sleeve. The outer is separated from the balloon at the proximal bond point. The length of the separation is approx. 15mm. There was a severe kink noted on the inner. It was approx. 1285mm from the strain relief. The inner was also flattened/squeezed. No visual defects were noted on the distal tip. The balloon was separated from the outer at the proximal fuse point. There is bunching on the proximal side of the balloon. The sleeve was removed. A kink was noted on the balloon and the proximal markerband is flattened. There is some brown substance present in the balloon, which perhaps indicates that the device was used. No functional examination was carried out on the device as it was not applicable to the complaint. The evaluation of the returned device has confirmed the kink failure mode reported. A break was also identified where the balloon has separated from the outer at the proximal bond fuse point. Based on the investigation carried out a definitive root cause cannot be determined. It is likely that handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).